Event description:
A report was received that a patient underwent a pocket revision surgery due to the patient feeling stimulation at the ipg site. A boston scientific rep confirmed that there was no leakage from the battery. The physician replaced the patient's paddle lead and moved the ipg from the right side of the body to the left side. The patient is reportedly doing well and getting good stimulation.